Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/13/2025, it was reported by a sales representative via email that during a surgical procedure involving the ar-2372blo knotless ac tightrope, the implant was inserted following the technique guide. However, when attempting to set the button, it failed to flip properly and migrated back into the coracoid. The button could not be retrieved. This malfunction resulted in an intraoperative complication and required immediate changes to the surgical plan. The procedure was performed according to the technique guide with no deviation from the standard protocol. This was discovered during an ac dislocation revision surgery on (B)(6) 2025. Additional information was received on 06/27/2025: the original procedure date was on (B)(6) 2025. The revision surgery was performed due to a reduction that was lost. The required immediate changes the surgeon performed were to cut the suture and abandon the initial tunnel due to the button not flipping appropriately and migrating back up into the coracoid. The surgical team followed the technique guide exactly, with no changes to the standard procedure before the issue occurred. The case was completed with another ar-2372blo knotless ac tightrope, and a new tunnel was drilled for another knotless ac tightrope. The case experienced a minimal delay and just enough to complete the new tunnel and insert the second implant. It is uncertain if additional anesthesia was administered. The arthrex products that were implanted during the initial surgery and subsequently removed during the revision procedure were ar-2372blo from lot 15204430.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.